Event description:
After t2ph nail surgery, humeral head necrosis was confirmed. Revision surgery was performed. This case was presented at the meeting of (B)(6) for fracture repair on (B)(6) 2014. It is the 1st case of two cases.

Manufacturer narrative:
Investigation of the devices could not be carried out as the devices were not available. The event was not confirmed. A review of the DHR could not be performed due to lack of information. The customer confirmed that the requested further information will not be provided. With respect to the investigation results and information available the real cause of the event (humeral head necrosis) could not be determined but might be contributed by the patient¿s condition. A real root cause with these evidences could not be determined. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device will not be returned.